Event description:
Customer states pt reportedly received a critically low message on the inform system (facility set critically) low message as <50 mg/dl). A lab value of 120 mg/dl was drawn at the same time. Pt was treated with glucose based on value obtained on the inform system prior to receiving the lab result. Requested return of suspect device and replacement was sent.